Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34 valve, after deployment, the delivery catheter system nose cone caught the valve frame and led to dislodgement of the valve. The valve was implanted in the native annulus, and although slow deployment was performed, the nose cone was not centered within the frame inflow. The physician noted that attention was focused on keeping the non-medtronic wire in place, which contributed to the dislodgement. As a treatment, the medtronic valve was replaced with the placement of a second transcatheter valve. The procedure experienced a delay of 1.5 hours.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant; the right femoral artery was used for access and no pre-implant balloon dilatation was performed. A non-medtronic guidewire (savvy) was used during the implant. The valve was implanted into the native annulus using cusp-overlap technique (cot). Per the physician, the cause of the dislodgement was attention was focused on keeping the guidewire in place. The patient may have had a bicuspid valve which may have contributed to the event.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID savvy; product lot/serial number n/a; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.